Event description:
It was reported that the insulin gauge on the customer's device displayed an amount different than expected, indicating a fill estimate issue. There was no adverse impact to the customer's blood glucose level. The customer received a replacement pump, and no further actions were required from technical support. Customer reverted to an alternative method of insulin therapy.